Event description:
The customer reported quality control (qc) results for amylase were below range on a unicel dxc 600 pro synchron system; the customer tested fresh qc materials on three reagent lots of amylase. While on site to investigate the amylase qc failures, the beckman coulter (bec) field service engineer (fse) reported observing liquid on the instrument's reaction wheel cover. The leak was contained to the instrument. The instrument operator was wearing a lab coat and gloves. There were no reports of direct contact with the leak or of injury as a result of the leak. There were no erroneous results generated due to the leak.

Manufacturer narrative:
The fse evaluated the instrument and determined the leak was due to a collar wash valve. The fse replaced the cartridge chemistry sample probe collar wash valve. There were no further reports of leaks or of amylase qc issues. (B)(4).